Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, the reported events of ¿foreign material in the air and water channel" and foreign material in the air and water cylinder" and the ¿plastic distal end cover burnt¿ were confirmed. However; the foreign material was not identified. There was no deformation at the place where the foreign material remained. A definitive root cause could not be determined. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use (IFU). The event can be detected and prevented by implementation in accordance with the below IFU. The operation manual_ insertion_ air/water feeding and suction_ air/water feeding warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. The distal cover being burnt was likely attributed to high-energy endo therapy accessories being used without ensuring sufficient distance from the distal end. However, despite repeated requests, no information was obtained as to whether or not the user used high-energy endo therapy accessories. The event of burn can be detected and prevented by implementation in accordance with the below IFU. The operation manual section_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section, and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Using endo therapy accessories_ high-frequency cauterization treatment warning: never emit high-frequency current before confirming that the distal end of the high-frequency endo-therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo-therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on air/ water cylinder and air/ water tube, probe cover was burnt. There were no reports of patient involvement.